Manufacturer narrative:
The device was received, and an evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. During evaluation a system error 345 (thermistor disparity) was found in the event history log but was not reproduced. The cause was identified to be a failed force sensor. The downstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, a system error 345 (thermistor disparity) was found. There was no patient involvement. No additional information is available.